Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device distally in the appendage and caused a perforation and pericardial effusion. The physician performed a pericardial tap to remove fluid. The effusion resolved following this. The closure device was partially recaptured and redeployed in the laa. The device met release criteria and was successfully implanted in the laa of the patient. The patient remained stable and following the procedure the patient was doing fine. It was further reported that the patient was discharged from the hospital doing fine and with no further complications.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device distally in the appendage and caused a perforation and pericardial effusion. The physician performed a pericardial tap to remove fluid. The effusion resolved following this. The closure device was partially recaptured and redeployed in the laa. The device met release criteria and was successfully implanted in the laa of the patient. The patient remained stable and following the procedure the patient was doing fine.